Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the navigation system on-site and could not duplicate the issue. The system passed the system checkout and was found to be fully functional. No parts were replaced and no parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) case, the navigation system became unresponsive. Prior to the system becoming unresponsive the screen reportedly went 'fuzzy'. The site attempted to power cycle, but it took 6 attempts to power the system back on once it was off. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.